Manufacturer narrative:
Retrospective quality review indicated that this complaint should have been MDR reportable. This instrument was returned for evaluation. The breakage was confirmed. The shoulder bolt holding the push block to the instrument shaft sheared off at the threads. The head of the bolt was bound up in the push block. A review of the device history record showed no anomalies. The device passed a functional check prior to being placed into inventory. This is the 4th complaint received on this instrument since it was introduced in 2009. An engineering control order was issued to address this issue. This incident would not effect the patient as the implant will still be able to be driven into place, and the standard inserters are available within the vu apod set. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the implant seat on the vu trak disengaged from the center threaded shaft that advances the implant.